Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely. Upon review of merlin.net transmissions, it was observed the patient implantable cardioverter defibrillator was showing non-sustained right ventricular oversersensing due to post-paced t-wave oversensing. The patient's device was reprogrammed. The patient had no symptoms related to this event,

Manufacturer narrative:
Additional information: b5, g3, h2.

Event description:
New information received notes additional oversensing event that was addressed by additional programming changes on 20 may 2021.